Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up visit, no capture issue was observed on the device. Patient was asymptomatic. Programming changes were made. Patient did not have any adverse events and will be monitored with a follow up visit.